Manufacturer narrative:
The service technician evaluated the device but could not duplicate the complaint that the device runs continuously.

Event description:
It was reported that the product runs continuously. This was discovered during testing and was not used in a procedure. There were no adverse consequences reported.